Event description:
Information was received from a device manufacturer representative (rep) regarding a patient who was receiving 12.5 mg/ml morphine at 1.259 mg/day via an implantable pump for non-malignant pain. It was reported that there was a "mix up" with the patient's refill appointment and the pump started to alarm. The low reservoir alarm was on (B)(6) 2016 and the empty reservoir alarm was on (B)(6) 2016. After the patient had her refill, she continued to hear the alarm. It was noted that the patient would hear the non-critical alarm twice per day, however it was stated that the non-critical alarm interval was set to every hour. The pump logs were checked, and there was no silence alarm option in the alarms tab. It was further noted that there were no alarms and the logs were normal. An alarm test was performed and it was confirmed that the patient was hearing the non-critical alarm. It was also confirmed that the reservoir volume was correctly entered at the last refill. The healthcare provider (hcp) increased the patient's daily dose. It remained unknown as to what caused the alarm after the refill. There were no reported symptoms. The issue was considered to be resolved.

Event description:
The healthcare provider (hcp) was the initial reporter.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.